Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. A batch record review was completed and indicates no discrepancies could be found. Review of the complaint records over the past several years indicate no complaint trending for this type of complaint. Review of the incoming lot acceptance log for the polyvinyl chloride (pvc) used to produce the endotracheal tube (ett) does not reveal any sign of failure. The batch was considered acceptable at the point of release. Review of the incoming test report for hardness does not reveal any abnormalities during the incoming testing of the pvc used to produce the ett. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Complaint received reporting a kink in the device while in use for a ventilator dependent patient. Reporter stated that after 12 hours, "the tube kinked so patient could not get enough air; thought at first it was clogged. When they discontinued it, they observed that the product was kinked. They took a new endotracheal tube (ett)and it worked." Reporter confirmed that no patient harm occurred. No further details were provided.